Event description:
After the 56 pinnacle 300 cup was impacted, the surgeon began to unscrew the cup inserter. It was noticed that threads were missing from the inserter and found the tip still screwed in to the apical hole in the cup. It was removed with needle driver without incident but the apical dome plug would not thread in.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A two-year search of the complaint database did not identify a trend. The provided date code j0807 indicates that the device was manufactured in august of 2007 and is over 7 years old. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary..